Manufacturer narrative:
Product complaint (B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify a lot number ? The following information was requested, but unavailable: could you please clarify the quantity of sutures broken during the procedure on (B)(6) 2020? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2020-09687, 2210968-2020-09688, 2210968-2020-09689 and 2210968-2020-09690.

Event description:
It was reported that the patient underwent a breast surgery on (B)(6)2020 and the suture was used. During the surgery, the suture was brittle and broke under minimal tension while suture deeper breast tissue. There were no patient consequences reported. Additional information was requested.